Event description:
It was reported that an ilet user experienced repeated restart alerts and an ¿unable to proceed¿ message during a dry-run supply change after rewind, consistent with an invalid hall sensor state alarm, and the user¿s blood glucose rose to about 400 mg/dl for about six hours before correction with backup therapy and continued cgm monitoring. Symptoms included hyperglycemia and feeling tired. Outcomes included no outside assistance and no medical intervention. Investigation included complaint intake, alert review, troubleshooting guidance, and education regarding shutdown, replacement logistics, data sync, and startup procedures. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.